Event description:
It was reported that the patient presented at the hospital. The patient had a syncopal spell due to loss of low voltage output from the pacemaker. Interrogation founded that the pacemaker was in backup mode. The reported device was explanted and replaced on (B)(6) 2024. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of no output was confirmed while the reported event of device in backup mode was confirmed. As received, device telemetry and output were not available. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented at the hospital. The patient had a syncopal spell due to loss of low voltage output from the pacemaker. Interrogation founded that the pacemaker was in backup mode. The reported device was explanted and replaced on (B)(6) 2024. The patient is recovering from procedure.